Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bottom piece of the pump fell off. The customer¿s blood glucose level was unknown. The customer also reported that when giving insulin, the vibration made weird grinding sounds like it was struggling, there were cracks all over, there were rubber bands keeping the pump together so screws did not fall out near the battery cap there because pump kept chipping and pump was going through batteries more frequently. The insulin pump will not be returned for analysis.